Manufacturer narrative:
B5: additional information has been obtained and provided. Corrected data: d9 (the correct date has been confirmed and provided) h10: per additional information obtained, it is believed the subject device was reprocessed by before it was returned to olympus, but it¿s unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the glue of objective lens/lg-lens and c-cover could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
Per additional information received, patient involvement is unknown.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope relayed a scope communication error (error b30). The device was returned to olympus for evaluation. During evaluation, foreign material was found at the objective lens, light guide lens and connector cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, the reported error b30 did not occur but a different scope communication error occurred (error e216). This issue was caused by corrosion on the plug unit caused by water leakage. The following components also showed damage or corrosion due to water leakage: base plate; circuit board in the scope connector; switch box cable; base plate; micro connector unit in the scope connector; cable unit; scope connector case unit; scope connector cover unit; and universal cord. The following components showed dirt due to water leakage: outside shield unit; control unit and mount. During visual examination, the following additional issues were found: the forceps channel port was dented; the scope cylinder was missing the color indicator; the switch box was scratched; the up/down knob was scratched; the base plate was corroded due to water leakage; light guide rod was damaged; the scope case unit was scratched; the plug unit was scratched; the connector cover was dented; the light guide lens was cracked; the bending tube was deformed; the connecting tube was scratched; and the universal cord was scratched. Functional testing showed that due to the cable corrosion, the cable shorted and control unit became warm to the touch. In addition, the bending angle in the right direction did not meet with specifications due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.